Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was not recognizing the set. The check disposable alarm was reported to be going off. There were no reported adverse effects.